Event description:
It was reported that the patient's log file history showed pump off with driveline disconnect alarms. The patient and staff denied hearing any alarm and nothing was disconnected. Around this time, the patient connected to batteries for a test off of the floor. Log files were submitted for review and the pump stop and driveline disconnect appeared to be caused by an electrostatic discharge (esd) event. The remainder of the log files were unremarkable. There were no further driveline disconnect alarms and no equipment was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of a driveline disconnect was confirmed via log file analysis. A review of the log file contained data spanning approximately 11 days (05apr2024 ¿ 15apr2024 per timestamp). On 15apr2024 at 10:09:39, the driveline disconnect alarm became active and the pump stopped. Approximately 12 seconds later, the driveline was reconnected, clearing the alarm. The pump restarted approximately 3 seconds later and operated as expected for the remainder of the log file. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the customer, the patient and staff denied hearing any alarm and nothing was disconnected. It was stated that around the time of the event, the patient went onto batteries for a test off of the floor. No further driveline disconnects have occurred and no equipment was exchanged. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including lvad off and driveline disconnect alarms, and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿). Instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.